Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the instructions for use. Aspiration testing of the device was done per the test procedure. The device is tested by using a beaker of water. The device's tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. The final milliliters of fluid that the beaker shows after the 1 minute run time is subtracted from the starting milliliters and the final number is the total that was aspirated. Test results showed that this device did not perform as designed per the test procedure specification. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc was selected for use in a superficial femoral artery (sfa) revascularization procedure. The catheter was prepped and set up per the directions for use. When attempting to prime the catheter, the console displayed an error2 message. The console was turned off, and the system was reset. The catheter was then able to prime. The catheter was then inserted into the body and advanced to the treatment site. After approximately 10-20 seconds, it was observed that the device was not aspirating. Device use was immediately stopped, and the device was removed using rex mode. While in rex mode, the device still did not aspirate. Another device was used to complete the procedure. No patient complications were reported. It was further reported that a non-boston scientific guidewire and rotaglide atherectomy lubricant were used in this procedure. The patient was fine post-procedure.

Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc was selected for use in a superficial femoral artery (sfa) revascularization procedure. The catheter was prepped and set up per the directions for use. When attempting to prime the catheter, the console displayed an error2 message. The console was turned off, and the system was reset. The catheter was then able to prime. The catheter was then inserted into the body and advanced to the treatment site. After approximately 10-20 seconds, it was observed that the device was not aspirating. Device use was immediately stopped, and the device was removed using rex mode. While in rex mode, the device still did not aspirate. Another device was used to complete the procedure. No patient complications were reported.